Event description:
It was reported that the flotrac is broken at the top of the white plastic ft transducer case where the patient side of the tubing meets the white plastic. It is a clean break. Unsure which lot # was used possible lot # 58763676.